Manufacturer narrative:
Please note the product was returned for analysis. Refer to product return date (oct 23, 2014). The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
The gender of the patient is unknown. This device is available for analysis but has not yet been received. Review of lot 16087375 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during an angiography, it was reported that there was leakage of the balloon on a 6x39mm palmaz genesis opta pro. After verification, ¿the stent rose to the balloon, the balloon was leaking.¿ the device was not used on the patient. There was no patient injury reported. Another like device was used to complete the procedure. The device was not returned for analysis. Review of lot 16087375 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon leakage could not be confirmed and the exact cause could not be determined as the device was not returned for analysis. Based on the limited information available for review, factors contributing to the difficulty experienced by the customer could not be determined. Neither the DHR nor the limited information available for review suggests that the reported balloon leakage could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Complaint conclusion: conclusion updated to include analysis of returned device. During an angiography, it was reported that there was leakage of the balloon on a 6x39mm palmaz genesis opta pro. After verification, ¿the stent rose to the balloon, the balloon was leaking.¿ the device was not used on the patient. There was no patient injury reported. Another like device was used to complete the procedure. The device was returned for analysis. One non sterile catheter long gen / pro 39 x 60 per 80pro was received coiled inside a plastic bag. The stent was mounted in its original place between the marker bands. Balloon was not previously inflated. No other damages were found in the device. Inflation test was performed and a pinhole was found in the proximal section of the balloon. Sem results showed that the balloon external surface exhibited evidence of scratching near the tear edge. The balloon internal surface exhibited no evidence of damaged. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The proximal marker band exhibited no anomalies. Review of lot 16087375 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon leakage was confirmed through analysis of the returned device. The exact cause could not be determined; however, evidence of scratching on the external surface of the balloon near the point of leakage was noted. Based on the limited information available for review, factors contributing to the difficulty experienced by the customer could not be determined. Neither the DHR nor the analysis suggests that the reported balloon leakage could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Event description:
During an angiography, it was reported that there was leakage of the balloon on a 6x39mm palmaz genesis opta pro. After verification, ¿the stent rose to the balloon, the balloon was leaking.¿ the device was not used on the patient. There was no patient injury reported. Another like device was used to complete the procedure. The device will be returned for analysis.